Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, high temperature alarm conditions were found in the device's downloaded error log. The device's outlet path thermistor was replaced to address the issues. During evaluation, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to sensors (u28 and u29) being out of tolerance. The solenoid valve was also found to be stuck open.